Manufacturer narrative:
Findings: pump was monitored for 24 hours with multiple basal rate, passed self-test and was tested with mini link transmitter. No rf pic failed self-test alarm, sensor anomaly, blank display, display anomaly or unexpected restart noted. Pump function properly. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, unexpected restart test and all operating current test were normal. Pump received with cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 240 mg/dl. The customer received 2 rf pic failed self-test alarms. The customer was advised that we are sending replacement pump and sensor.